Event description:
It was reported a one-link non-dehp 3 lead microbore catheter extension set disconnected from a clearlink system - non-dehp solution set. It was reported that the nicu patient was very active. The staff was re-educated on the proper technique for disconnecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.